Event description:
The shaft of the catheter cracked. The report received indicated that during an abdominal angioplasty, the physician was introducing the 4f pigtail catheter in the femoral artery; during catheter introduction, the physician felt the catheter did not move and looked at the monitor and saw that the catheter was folded. The physician decided to remove the catheter; the device was removed, in one piece, from the patient and without any difficulties. After the catheter was removed, the physician realized the catheter was broken. The breakage was identified at the curved section of the pigtail. The physician exchanged the device for another pigtail catheter and finished the procedure without complications. There was no injury to the patient. There was no anomalies noted in the catheter during the pre-op inspection and there was no excessive force used during the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.